Manufacturer narrative:
Summary of investigation: there are previous confirmed complaints of this code-batch regarding needle detachment. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received two open and unused samples with the needle detached from the thread (thread is still wound on the pack), one of the open samples contains the race-pack support inserted upside down inside the packaging. We have also received 18 closed samples. To evaluate the conformity of these units, we performed the following tests: -tightness test to the closed samples received has been performed and the units are tight. -visual inspection of the closed samples received, all samples contain the race-pack support correctly positioned in the pouch. -needle attachment strength results conducted on the 18 closed samples received are 1.09 kgf in average and 0.01 kgf in minimum. The results do not fulfill the european pharmacopoeia (ep) requirements (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Two of the closed samples already had the needle detached from the thread when the package was opened. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received shows that the needle escaped from the thread. Final conclusion: considering that the results of the samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that needles not attached to thread and the racepack is inserted back tofront within the foil. No further information is available.